Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.5 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged results of 8.0 inr on (B)(6) 2020 was observed at 6:09 am and 7:34 am. The alleged result of 4.6 inr was observed on (B)(6) 2020 at 7:39 am. The alleged result of 3.2 inr was observed on (B)(6) 2020 at 7:42 am. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 6:05 a.m, a sample from the patient was tested using the meter, resulting with a value 7.7 inr. A sample from the patient was tested using the meter, but the patient received an error message. The patient then collected another sample from the same finger and tested it using the meter at around 9:15 a.m., resulting with a value of 8.0 inr. At an unknown time on (B)(6) 2020 after the first 8.0 inr value, the patient then collected a new sample from a different finger and tested it using the meter, resulting with a value of 8.0 inr. The reporter also mentioned she had a 4.6 inr result from the meter on an unknown date and time, but this value could not be observed in the meter's patient result memory. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks.